Event description:
Healthcare professional reported an unknown side no complaint against the device. Healthcare professional later reported left side "rupture leaking" implant. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Postoperative diagnosis (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: stress marks observed. Crease flat observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture leaking."